Event description:
Customer alleged blood glucose results of 344 mg/dl and 140 mg/dl when tests were performed within 5 mins on the active system. Customer reported having no symptoms and did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.